Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
The customer called back (B)(6) 2015 and reported that the blood glucose was still running high. The blood glucose reading at the time of the call was 449 mg/dl. The customer treated with manual injection. The customer reported that the settings were correct.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. However, the insulin pump was received with a cracked and bleeding display. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump display looked like it had ink bleeding through. The blood glucose reading was 420 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.